Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting procedure stent damage occurred. It was observed that the stent struts on the 2.50x32mm taxus liberte were flared when the device was removed from the packaging. The physician completed the procedure with another 2.50x32mm taxus liberte. There were no patient complications. Patient status is reported as "fine".

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).